Event description:
Customer reported loss of communication between the panorama central station and ambulatory. Telepack, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative installed a loaner while the unit is being returned to the company's repair center for repair.